Event description:
It was reported that during an attempted implant; a consistently high capture threshold was noted on the right atrial (ra) lead. Atrial asystole was suspected. The ra lead was not implanted. The atrium was noted to be normal after the procedure. The patient was in stable condition with no adverse events.